Event description:
It was reported that the guide wire separated in the coronary, and 4 - 5 cm of the guidewire was left in the pt's lad, left anterior descending, artery. The native lad occluded and stents were placed in the occluded portion of the vessel to trap the fragmented guide wire between the stent and the inner lumen of the artery vessel. There was no pt effects reported.